Event description:
Intended use: the bact/alert® 3d microbial detection system is an automated test system capable of incubating, agitating, and continuously monitoring aerobic and anaerobic media inoculated with patient specimens suspected of having bacteremia, fungemia, and/or mycobacteremia. The bact/alert® 3d microbial detection system is intended for laboratory use by trained, professional, clinical and industry users. Issue description: a customer in germany notified biomérieux of a false positive result in association with control module pkgd 3d ((B)(4)) which is part of bact/alert® system, that occurred at an atmp manufacturing site that is testing cartilage cells. It was reported that this customer obtained the first false positive on their bta3d instrument since implementation. It was reported there were no patient harm caused by the positive result. Additional information have been requested to the customer regarding this case; no more details have been provided at the time of the global assessment. Update on (B)(6) 2022: the product reference has been updated from control module pkgd 3d ((B)(4)) to bact/alert I fa plus (B)(4)). The impacted product reference ((B)(4)) is not an ivd product, however the bact/alert® fa plus ¿ (B)(4) is the same formulation and is an ivd. An investigation has been initiated.

Manufacturer narrative:
Context: a customer in germany notified biomérieux of a false positive result in association with bact/alert I fa plus (ref. (B)(4)), that occurred at an atmp manufacturing site that is testing cartilage cells. Investigation: **trend review** the bact/alert® bottle type (I fa plus) and potential lot numbers (0004100662 or 0004100765) associated with this case were reviewed for adverse trends. The review of false positive results associated with the bact/alert® I fa plus bottle type was performed for one year prior to the initiation of the case to the date of the investigation analysis query ((B)(6) 2021 to (B)(6) 2023), which returned a total of four (4) complaints, including this case. The other three complaints were not associated with the root cause in this case, and an adverse trend for this bottle type was not established. I fa plus lot number 0004100662 returned only one additional complaint, and I fa plus bottle lot number 0004100765 was associated with two complaints. None of the complaints for the bottle lot numbers were found to be manufacturing-related, and an adverse trend was not established for the lot numbers associated with this investigation. **root cause analysis and conclusion** the biomérieux investigation reviewed the case details and the backup provided by the customer for contributing factors and root causes for the positive event. Based on the analysis from the details in the case and backup data, the root cause of the case is most likely related to multiple drawer opening events during the loading and unloading of bottles within the same area of the incubator as bottle aij0hxln, which may have led to instability of the bottle readings, as existing loaded bottles are susceptible to change in readings due to a subsequently loaded bottle. Additionally, the root cause may be further associated with the fit of the bottle within the cell, debris or dirt within the cell, or other loose components. Conclude on the product compliance to its specification/performance: the investigation did not find the root cause was related to any malfunction of the bact/alert® culture bottles. Advice and recommendations to customers: the most likely root cause identified for the false positive result in this case is related to the instability of the bottle readings for bottle aij0hxln as a result of multiple loading and unloading events occurring within incubator 3 on (B)(6) 2022. Based on this conclusion, biomérieux recommends the following: ¿ avoid unnecessary opening and closing of incubator drawers. Limit the opening and closing of incubator drawers to the loading and unloading of bottles. ¿ try to load only one new bottle in a rack that already has bottles under test, and spread new bottles throughout the system¿s racks. ¿ inspect cell 3c11 for debris or dust, perform cleaning, and calibrate 3c11 per the instructions in the bact/alert 3d user manual (512820-1en2). ¿ if additional false positive results are encountered in cell 3c11, disable the cell and plug it until inspection by a biomérieux field system engineer (fse) can be performed. ¿ aseptically perform a gram stain and subculture on all bottles flagged positive by the instrument. Bottles with negative gram stain results can be reloaded per the 3d user manual instructions to complete their testing.